Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00736, 0001822565-2019-00738, 0001822565-2019-00739, 0001822565-2019-00740, 0001822565-2019-00741, 0001822565-2019-007342, 0002648920-2019-00112, 0002648920-2019-00113, 0002648920-2019-00114. (B)(4). Concomitant medical product: distal lateral fibular plate left 6 holes 106 mm length, catalog: 47235701806, lot: 63523235; 3.5 mm locking screw with 2.7 mm head 14 mm length catalog: 47235901438, lot: 63610822; 2.7 mm locking screw 16 mm length, catalog: 47482801602, lot: 63488874; 2.7 mm locking screw 16 mm length, catalog: 47482801602, lot: 62545690; 2.7 mm locking screw 14 mm length, catalog: 47482801402, lot: 63202015; 2.7 mm locking screw 14 mm length, catalog: 47482801402, lot: 63849416; cortical bone screw self-tapping hex head 3.5 mm diameter 16 mm length, catalog: 47234801635, lot: 63486170; cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length, catalog: 47234801435, lot: 63486167; cortical bone screw self-tapping hex head 3.5 mm diameter 14 mm length, catalog: 47234801435 ,lot: 63486167. Report source: foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a plate and screws were removed approximately six months post implantation after an ulcer developed on the operative site. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as no device was returned. Device history record (DHR) review identified no related manufacturing deviations or anomalies. Root cause is unknown. A batch examination of devices with related issues was performed. Following the removal of contamination on the devices, scanning electron microscopy identified isolated pitting corrosion at the screw plate interface constrained to the locking threads of the plate and the screws. The isolated pitting was not identified in other locations of the locking plates and screws, including the discolored areas surrounding the holes from which the tissue deposits were removed. Review of the related issue complaint device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. The analysis confirms the device and it¿s materials are conforming to specifications. Root cause is unable to be determined at this time. The device labeling states that in-vivo implant corrosion is a possible adverse effect that may be anticipated as the device is implanted in a corrosive environment. Occurrence rates are within the expected rates therefore; no further action is needed at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.